Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection showed that the lens is cut in half, most probably to make explant possible. Considering the condition of the returned lens, no additional analysis was possible. The reported complaint could not be confirmed. A review of the manufacturing records was performed. The production order was released per sterilization batch (B)(4). There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. There were no process and/or material changes within the production order. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. The complaint trend was reviewed and did not show any significant change over historical averages. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that a tecnis (B)(4) was explanted after the patient complained of blurry vision. In follow up it was learned that the patient had very poor quality of vision and multiple images. There were no surgical complications such as an incision enlargement. The patient is reported to be doing great post-operatively.